Manufacturer narrative:
No parts have been returned for analysis. Other relevant device(s) are: product ID: 9733686, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a procedure the site did not get an exam transfer error and were unable to manually push the exam to the stealth. It did have the nav tag on it. The site did an initial spin on one side of the pelvis, navigated without issue, and when they took the second spin the exam would not transfer. They did not use the system for the second half of the case and just used fluoro. There was no reported delay to the procedure and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated as part of the investigation through log analysis. Analysis found that the reported behavior was the intended functionality of the software. If information is provided in the future, a supplemental report will be issued.